Event description:
It was reported the pump was explanted due to infection. The patient presented very red, hot to touch edematous area over the pump. Aspiration showed pustulant material and the patient was admitted to the hospital for immediate evaluation and removal of the pump. The lower left abdomen was extremely red, warm to touch with 1-2+ edema over the area of the pump pocket. The hcp indicated the pump may be replaced at a later date if the patient's health allowed. The event was ongoing. The drugs in the pump were sufentanil, clonidine, and bupivacaine. A follow-up report will be submitted if additional information becomes available.